Event description:
It was reported that a patient underwent an unknown spinal revision procedure, for a screw revision from a scoliosis case. During the procedure, the obturator broke while unscrewing the set screw. The tip of the instrument broke and fell into the wound. The tip was able to be removed with no complications. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis of the instrument identified a fairly flat fracture surface and circular material movement. Inspection of the shaft diameter confirmed conformance to print specification.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.